Event description:
Belmont x2 failure - on a trauma - would not deliver the blood, said air in line then over heated. Internal asset# 5555. Ref report: mw5172016. Pt code: 4580. Device codes: 2984, 4062, 1437.